Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cause of the phenomenon was the defective g1 board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The unit would not power on due to a faulty g1 board. Additionally, a minor crack on the bottom left corner of the bezel was noted, though it does not affect functionality. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the olympus high definition lcd monitor would not power on during preparation for use. According to the initial reporter, the procedure was cancelled. Additional details relating to the rescheduling of the procedure have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.